Manufacturer narrative:
The customer's complaint was confirmed. Missing pixels was noted during functional testing. Found during evaluation (unrelated to the complaint), a rattling could be heard inside the platform, the enclosures were found separated, one of the head restraint wires was heavily frayed, the top cover and front enclosures were cracked, a hole on bottom enclosure, a bent battery lock, one of the load cells not functioning properly (failed load cell characterization test), a stiff drive shaft when rotated, and a damaged battery compartment. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Review of the archive data found no significant issues. The device was tested with a mannequin during functional testing and passed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During a morning shift check, it was observed that the autopulse platform (s/n: (B)(4)) has a bad display. There was no patient involvement.